Event description:
This report is being filed after the review of the following journal article: uliana, c.s. Et al (2023), no clinical advantage of locking over nonlocking plate fixation of symphyseal disruptions, rev col bras cir 48: e20213122, pages 1-9 (brazil). This study was conducted to assess the quality of life in its different domains among patients with traumatic diastasis of the pubic symphysis managed either with locking or nonlocking plate. During the study, a total of 31 patients (29 male and 2 female) with a mean age of 36.1 years were included in the study. All patients were divided into 2 groups based on the fixations used during surgery: group 1 had 13 patients for symphysis fixation using a 4.5mm locked reconstruction plate (synthes, paoli, USA), and group 2 had 18 patients for symphysis fixation using a 3.5mm unlocked reconstruction plate (ostosintese, jaraguá, brazil). All patients had a minimum follow-up of 12 months. The following complications were reported as follows: group 1 6 patients had radiographic fixation failure with minor complications 4 cases due to screw loosening 2 cases due to screw breakage 4 patients reported moderate problems related to mobility and usual activities this report is for an unk - screw: locking: trauma. A copy of the literature article is being submitted with this medwatch. This is report 1 of 1 for (B)(4) .

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown screw: locking: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.